Manufacturer narrative:
Citation: jochheim d. Predictors of cerebrovascular events at mid-term after transcatheter aortic valve implantation - results from every-tavi registry. Int j cardiol. 2017 oct 1;244:106-111. Doi: (B)(4). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of cerebrovascular events following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2015. The study population included 985 patients (predominantly female; mean age 81 years), 356 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: cerebrovascular events (cve), valve in valve implant, conversion to open procedure, prosthesis repositioning, valve dislocation, valve under expansion, post-dilation-induced leaflet deformation, annulus rupture, resuscitation, paravalvular leak (pvl), new onset of atrial fibrillation, left bundle branch block (lbbb), permanent pacemaker implant, major vascular complications and bleeding. Based on the available information, 25 patients had a cve following the implant of a corevalve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.